Manufacturer narrative:
Reference: (B)(4). Concomitant medical device: persona natural cemented stemmed tibia 5 degree left size e, item # 42532007101, lot # 62694315; persona ps standard cemented femur size 5, item # 42500605801, lot # 62205989. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to device being retained by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported following a left knee arthroplasty, patient was revised due to persistent pain. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned so no product evaluation could be conducted. This device was used for treatment. Device history report was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.